Event description:
It was reported that prior to (B)(6) 2011 the patient's pain was a 7 out of 10 on a pain scale. However, in (B)(6) 2011 the patient had presented to the emergency room three days in a row. The patient reported experiencing flu-like symptoms. A massive headache and fever, neck and back pain, sinus pressure, swollen tongue, dry mouth, and the smell of metal and taste of "all sorts of metals" were present. The patient's pain increased to 20 out of 10 on the pain scale. The patient reported a computerized axial tomography (cat) scan was done and a blood clot was ruled out. It was told to the patient that the pump was not working right and the pump was replaced. The clinician recently reported that at some point all of the symptoms had been investigated by numerous specialists across different states and no one had an answer for the patient's symptoms. Magnetic resonance imaging (MRI) and computerized tomography (CT) scans of the whole body and sinus cavities were done at some point all with normal results. It was not known what medication the device system had delivered.

Manufacturer narrative:
Concomitant medical product: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: catheter. (B)(4).